Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no image, corroded plug unit and dirt on the circuit board, the cause for the identified issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited no image, error 315 (scope error) and dirt on the circuit board. There was no patient involvement.